Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt reported blood glucose results of "225 mg/dl and 120 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt neither alleged harm nor experienced injury or medical intervention. A replacement meter is being sent to the pt.